Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for separation of the hub and collar components with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the hub and collar components with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and no separation was observed. Root cause description: based on the investigation, the most likely cause is excess torquing of the eclipse unit when screwing into the holder. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 368607, batch no. 9065785. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the safety needle portion fell off main needle and needle separating from hub. This occurred on 3 separate occasions but the date/time and or patient information is unknown.¿ the following information was provided by the initial reporter: "safety needle portion fell off main needle. Needle separating from hub. Lot: 9065785".